Event description:
The philips field service engineer (fse) noted the heartstart xl battery failed during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.